Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 4 of 5. Gts had the patient cycle power to clear the error and then end therapy. Gts advised the patient to either start over with new supplies or finish therapy with a manual exchange. On (B)(6) 2010 product surveillance spoke with the hp who stated, she sets up with three supply bags and when she was in dwell 4, two of the bags were empty. The hp stated, she had not developed any infection and had notified her nurse. The hp stated there have been no further alarms.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was not determined. The batch review was performed on potentially associated lot (h10g26131) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.